Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: failure disappeared during analysis. Testing revealed brady lead impedances and outputs were out of specification. Further analysis indicated the failures documented during previous test could not be confirmed during bench evaluation or from a repeat of the final functional test. The cause for the reported high lead impedances and defib thresholds was not determined.